Event description:
I have a pain pump medtronic's 8835, I had gastritis due to taking piroxicam. I was constipated for 14 days. My pump stopped giving me medication the last 3 days. As soon as I went to number 2, the pump started. I had a myelogram done but showed it was working. On (B)(6) 2019 it stopped communicating with my ptm and felt like meds stopped. My doctor said he added bupivacaine and reprogrammed the pump in the morning. That night 31 ptm would not communicate. On (B)(6) at 9 am, I felt it start again but felt like I was getting a lot too much sat and sun. Monday, felt like it's not working. I go in tomorrow to get it checked. Really concerned now on its operation.